Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging new or worsening asthma, lung disease, reduced cardiopulmonary reserve, eye irritation, and respiratory tract irritation. No further clinical details or medical intervention were reported. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Corrected information: b1 has been updated to adverse event. B2 has been updated to other. B5 has been updated to: this notification is being reviewed due to a user of a remstar pro m device that the patient alleges to have new or worsening asthma, lung disease, reduced cardiopulmonary reserve, eye irritation, and respiratory tract irritation. No further clinical details or medical intervention were reported. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. H6 coding has been updated: problem code grid - adverse event without identified device or use problem. H7 and h9 - both updated to not applicable.

Event description:
This notification is being reviewed due to a user of a remstar pro m device that the patient alleges to have new or worsening asthma, lung disease, reduced cardiopulmonary reserve, eye irritation, and respiratory tract irritation. No further clinical details or medical intervention were reported. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.